Manufacturer narrative:
(B)(4). The system will be monitored at this time and the patient will be brought back in for routine follow-up. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. Review of daily measurements showed a gradual increase in measurements, the out of range measurements, and then measurements returning to an acceptable range. In clinic, shock impedances were within an acceptable range. Individual shock vectors were tested and the highest impedances were observed with the proximal coil. It was noted the patient received therapy the previous year with acceptable shock impedance measurements observed in each episode. No adverse patient effects were reported.